Manufacturer narrative:
An event regarding a crack involving a cutting edge adv rasp handle was reported. Visual analysis confirmed the reported event. A material analysis was not performed because this device is showing signs of a potential fracture that has already been investigated and corrected. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed one similar event for the reported lot. The investigation concluded that the handle crack was caused by a design issue. A design change was released to strengthen the area between the impact pad and handle body. An ncr was issued to address the complaints that were being received after the design change for fracture of rasp handles that were out in the field. The reported device was manufactured prior to the design change.

Event description:
It was reported that, during a hip surgery, when a surgeon was rasping a patient femur, the impaction plate of the broach handle broke. Device received was observed to be cracked.